Event description:
It has been reported to philips that the azurion 7 m20 system fluoroscopy was not possible. The system was in clinical use during a radiography procedure and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the fluoroscopy was not possible. Upon functional testing, the fse found footswitch was defective. The fse replaced the footswitch. After replacement of footswitch, system was returned to use in good working condition. The codes were updated based on the investigation outcome.